Manufacturer narrative:
(B)(4).

Event description:
It was reported that a replace sensor prompt occurred and that's the only alert message the patient saw from the display device. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determine to be a stale start command which led to an early sensor expiration. The reported event of a replace sensor prompt occurred is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.